Event description:
The customer stated that on (B) (6) 2008, and at 17:34 hour, the recording strip for bed 3320 showed a string of vtach waveforms but the monitoring system did not alarm.

Manufacturer narrative:
The customer stated that on (B) (6) 2008 and at 17:34 hour, the recording strip for bed 3320 showed a string of vtach waveforms but the monitoring system did not alarm. The customer sent the recording strip to philips where it was evaluated. The investigation showed that the system alarm log generated a vtach alarm for bed 3320 on (B) (6) 2008 at 17:34 hour which coincides with the vtach waveform shown on the recording strip that the customer provided. In addition, another vtach alarm was generated by the philips monitoring system 11 minutes later at 17:45: hour and was not silenced until 17:54: hour (9 minutes later). A call was placed to the site's biomedical engineer regarding the data at hand and it was agreed that based on this data, philips devices worked per their specifications and there was no malfunction of the device, labeling, or design. No further investigation or action is warranted. (B) (4).